Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 and 2367, which occurred on the homechoice (hc) during dwell 3 of 5. The technical service representative (tsr) explained the message to the home patient (hp) informed to use manual bags and informed the hp to let their registered nurse (rn). There were no reasons found for message. The hc was okay. The samples are unavailable for evaluation. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.